Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) device¿s backup battery became low during operation, leading to an automatic shutdown. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Event site complete address- (B)(6). A getinge field service engineer (fse) was not dispatched to evaluate the unit. The fse reported that the customer had rebooted the device and it could power on normally and the issue did not reappear. Additionally, the battery was installed correctly.

Event description:
N/a.